Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2019 at an unspecified time. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿189 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient did not report what diabetes management routine she was following or if she made any changes to this routine in response to the alleged inaccuracy issue. The patient claimed that an unspecified time later she developed a symptom of feeling ¿shaky¿. The patient denied receiving any treatment or medical intervention. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The csr walked the patient through performing a control solution test on the subject meter and the result obtained fell within the expected control solution range. A replacement product were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high reading with the subject meter.